Event description:
Alleged the nurse was lowering the head section and one side stopped suddenly, causing the nurse to twist her back and causing injury to her back, hip and leg.

Manufacturer narrative:
The technician found the right gas spring was sticking when lowering the head section and the release handle was bent. The technician replaced the cylinder and repaired the handle to repair the stretcher.